Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer experienced a blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer managed the high blood glucose by administering a correction injection.